Manufacturer narrative:
The x-ray viewer software used in this case has the functionality of measuring. The ankylos drills have depth markings. The implant´s packaging has a label with the implant length. So every prerequisite for planning and performing the implant insertion in a proper way without touching anatomical structures which should not be touched was given. Failure of the clinician led to the patient´s symptoms. This event is reportable per 21 cfr part 803. The device was returned, evaluated for diameter and length measurements, and found to be in specification.

Event description:
According to the available information a patient received an ankylos a11 dental implant on (B)(6) 2020 in region 30 (fdi 46). Augmentation was performed with the implant placement. On (B)(6) 2020 the implant was explanted. Osteotomy impinged on the superior cortical border of the mandibular nerve canal, symptoms of pain. 3d x-ray was performed. The pictures show that the implant was very near or touched the canal of the mandibular nerve. In the panoramic view the foramen mentale is in touch with the implant´s apex.